Event description:
Additional information states that the patient experienced access site bleeding that was resolved by withholding heparin, insertion of a jp drain, redressing, and blood products. The patient also went into ventricular tachycardia, which was resolved by shock and antiarrhythmic medication.

Manufacturer narrative:
The investigation for the reported access site bleed, thrombocytopenia, and ventricular tachycardia (vt) has been completed. The impella pump was not returned for evaluation. Data logs were reviewed which indicate a definitive aic failure pattern suspecting the console. No problem was found with the pump. Without additional clinical information or the pump return, the cause of the access site bleed, thrombocytopenia, and ventricular tachycardia issue was not determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock in section: potential adverse events (unites states) states ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ added-b5 additional information in the narrative, h6 clinical code 1888, 2095 added-d6a

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on impella 5.5 support, the patient had low platelets, the patient received four units of blood and one unit of platelets.

Event description:
The us complainant reported that an implanted impella 5.5 pump began to experience recurrent placement signal alarms during patient support. The alarm was disabled and the staff was advised that the pump can function normally without the placement signal. There was no patient harm associated with the placement signal issues and support was maintained. Additionally, the patient experienced access site bleeding that was resolved by withholding heparin, jp drain, giving blood products, and redressing. The patient also went into ventricular tachycardia, which was resolved by shock and antiarrhythmic medication. The patient also experienced thrombocytopenia that was resolved by giving blood products. Reportable due to patient harm requiring intervention for access site bleeding, ventricular tachycardia, and thrombocytopenia. MDR and pmda report required.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Upon review of the data logs, it indicates a definitive aic failure pattern suspecting the console. No problem was found with the pump, and it is apparent the console ic3638 was the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.